Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device kept alarming and that there was a patient disconnect. It was reported there was no patient involvement at the time the issue was discovered. The manufacturers product support engineer (pse) evaluated the device and tried to duplicate complaint and was not able to duplicate problem. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.